Manufacturer narrative:
One opened and used sensor was inspected and the sensor cannula was found bent. It could not be confirmed if the customer received the sensor in this condition as it was returned opened and used. The insertion complaint could not be confirmed due to no needle being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that during an insertion attempt, she noticed that the sensor did not appear to have a cannula. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.